Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought into the emergency room after having symptoms of presyncope. Auto mode switch episodes were stored at the time and evidence of pacemaker bigeminy was observed. Programming changes were made. No further information was provided.